Event description:
It was reported while testing for sars cov-2 6 false positive results were obtained. A repeat test was performed using a cepheid test and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: " customer problem: customer is reporting discrepant, alleged false positive results with the bd cov-2 assay. Catalog# 44500301 lot# 1229286".

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents kit (ref. (B)(4) ) lot 1229286 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 1229286 was manufactured according to specifications and met performance requirements. Customer reported suspected false n1 positive results with bd sars-cov-2 reagents for bd max¿ system lot 1229286. When retested with cepheid, the samples gave negative sars-cov-2 results. Customer provided database from instrument ct2195 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. According to customer, several positive results with the bd sars-cov-2 assay, for the n1 target, were negative when tested with the cepheid assay. It is important to note that the cepheid assay only detects n2 and e gene targets, it is thus not possible to compare this assay with the n1 positive results obtained with the bd sars-cov-2 reagents for bd max¿ system kit. Instrument ct2195 database analysis revealed that environmental tests (em) of four samples were performed on 2021-11-15 and 2021-11-17 and n1 positive results were obtained on the instrument surface and a drawer handle (runs 130 and 131). Another em was performed on 2021-11-23 and all sites were negative for both n1 and n2 targets (run 134). Since most of the n1 positive results were obtained before the last negative em, it is suspected that an environmental contamination may have caused the customer issue. Other n1 positive results were obtained after the last negative em, and manual pcr curve adjudication was performed on those results. Analysis of the pcr curves of those samples appear to be late and low, but true amplification curves for the n1 target without anomaly indicative of true n1 positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. However, bd is unable to confirm the exact cause of the issue. Nonetheless, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents kit lot 1229286. The root cause was not identified. However, positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no reagent issue was identified. Bd quality will continue to monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 6 false positive results were obtained. A repeat test was performed using a cepheid test and the results were negative. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "customer problem: customer is reporting discrepant, alleged false positive results with the bd cov-2 assay. Catalog# 44500301 lot# 1229286".